Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate before a case. The patient was manually ventilated for the case. There was no report of patient injury.